Event description:
A user facility clinic manager reported that the transducers on the new lines are not working properly and are sucking air into the lines. The nurses were having to change them out for spare transducers which is helping the problem. However, they are having to do this with every set of the new lines. The issue continued to happen with almost every set of lines for different patient care technicians (pcts), different patients, different machines. Once the users change out the transducers for spare ones, the problem is resolved. Upon follow up, the clinic manager stated that they replaced the damaged lines to resolve the reported issue. The damaged product was discarded. Pictures were requested of the incident but are not available as non were taken. The clinic manager clarified that the issue was noticed before any blood went into the lines. There was no patient harm, or adverse event reported.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.